Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
After review of clinical report, patient was revised to address mechanical complication, hip tep, and pe inlay luxated and abrasion of cup against the ceramic head, left hip tep. The CT examination of boney pelvis on (B)(6) 2019 showed a status post hip tep implantation, left with firm fit of the shaft and the prosthetic cup. Eccentric posterior apical position of the prosthesis head in the cup due to dislocation or rotation of the inlay toward ventral from the cup, an inlay fracture cannot be ruled out. In axial slicing, fluid retention measuring 6.5 x 4 x 7 cm lateral of the left greater trochanter, dd: seroma in the surgical access route. Moderate cox arthrosis, right. Isg arthrosis bilaterally. Erosive osteochondrosis l5/s1 and facet joint arthrosis l3 to s1. Doi: (B)(6) 2019 - dor: (B)(6) 2019 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ no code available is used to capture extraskeletal ossification, bone disorder, joint injury, device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the devices were reviewed by bioengineering and a report was received stating it is unlikely that a potential product issue was present root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Updated 02 november 2020 re-open. The complaint was re-opened upon receiving further correspondence. The information received did not change the original investigation report. Device history lot : a review of complaint databases did not identify any anomalies. A review of manufacturing records of lot j00b53 did not identify any anomalies. (B)(4) parts manufactured on jul 2018. There were no ncs or deviations associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). H6 patient code: no code available (3191) used to capture the device revision or replacement. Added implant and expiration date. Addendum added 25-march-2020. Following receipt of additional information, the investigation was re-opened. Review of the additional information identified no additional investigational inputs likely to affect the previous investigation conclusions. No changes were required to the previous investigation conclusions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the devices were reviewed by bioengineering and a report was received stating it is unlikely that a potential product issue was present root cause undetermined: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a review of complaint databases did not identify any anomalies. A review of manufacturing records of lot j00b53 did not identify any anomalies. (B)(4) parts manufactured on jul 2017. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Revision of hip-tep (inlay and head) left side as pe inlay disassociated from the cup. The head caused metal wear at the inner side of the pinnacle cup. Update: revision surgery required as inlay dislocated from the metal cup and the ceramic femoral head articulated in the metal shell. Patient history: because of primary coxarthrosis implantation of cementless total hip tep. After complication-free primary surgery (B)(6) 2019 and follow-up treatment (rehab etc.), without any special occurrences (no trauma remembered) inlay dislocation, symptomatic only by a clacking/squeaking noticed by patient, so re-presentation at the doctor. Imaging (x-rays & CT) showed decentered femoral head in cup. Clinical genesis incomprehensible, intraoperatively (revision on (B)(6) 2019) no simple mechanical explanation found, however deformed inlay with missing ards was found. Doi: unknown, dor: (B)(6) 2019.